Event description:
It was reported that bd alaris extension set was damaged. The following information was received by the initial reporter with the verbatim: internal ID (B)(4) event date (B)(6) 2023. No harm to patient nurse disconnected tubing and put a green curos cap on end of pall filter. When the curos cap was screwed onto the proximal part of the pall filter it broke. The lurelock came off of the male end of the filter. The pall filter was saved, placed into a biohazard bag, and turned into tl office bd extension set smallbore tubing 0.2 micron low protein binding filter ref (B)(4).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.